Event description:
Information was received indicating that the pump would not infuse. No adverse patient effects were reported.

Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the tamper seals were removed/broken, and the top case was counterfeit. Review of the event history log showed an occurrence of a "plunger not in place" alarm. The reported issue was duplicated during functional testing. The investigation determined that a cut in the plunger cable was the cause of the reported issue. The plunger cable was replaced. The plunger printed circuit board was also replaced as a preventive measure. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair record.